Event description:
It was reported that an altitude alarm occurred while the customer was flying in an airplane. Reportedly, the alarm did not clear upon landing. Customer¿s blood glucose was 80 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.